Event description:
During a lap live donor nephrectomy procedure, the harmonic tissue pad broke off into the pt. Piece was recovered and procedure finished with like device. There was no reported pt consequence.